Event description:
Patient developed >5cm subcutaneous scc (squamous cell carcinoma) of right axilla without lymphadenopathy after having saline implant placed 20 years ago. Patient underwent bilateral implant removal and right axillary lymphadenectomy. Ref report: mw5167756.